Event description:
IV tubing came apart at the injection port closest to the patient. This occurred with 2 patients.

Event description:
IV tubing came apart at the injection port closest to the patient.this occurred with 2 patients.